Manufacturer narrative:
After further evaluation, the event reported was determined to be the same event reported in 1417592-2024-00099. This medwatch is a duplicate report.

Manufacturer narrative:
According to the customer, on (B)(6) 2024 the patient was "being rolled" and the catheter "came out" after being in place for a "couple hours". The customer reported an additional catheter was inserted as a result of the reported issue. The customer did not report any serious injury, medical intervention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the patient was "being rolled" and the catheter "came out" after being in place for a "couple hours".